Event description:
When deploying 6 fr perclose device in the r femoral artery, one of two needles would not come out. The pt was taken to surgery where foreign object was removed. This event occurred after successful percutaneous transluminal angioplasty of the right popliteal and anterior arteries.